Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that two 33 degree arcuate incisions were programmed before surgery, but during treatment, one of the arcuate was made at a 120 degrees width. The surgeon used a compression suture to minimize the effect of the incorrect arcuate and the procedure was completed.